Manufacturer narrative:
One imp,tsv,4.1mm,sbm,11.5 (tsv4b11) was returned for investigation. A visual inspection of the as returned product identified no signs of significant wear, damage, or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The returned product's dimensions were measured with digital calipers and found to be within the specifications in the product's engineering drawing. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. No device malfunction for the product was found and the alleged event cannot be verified. A root cause cannot be determined. The following sections have been updated: b4: date of this report d4: device expiration d4: UDI number is n/a g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h4: date of manufacture h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight unknown.

Event description:
It was reported that the patient suffered a fracture of the external wall and has pain as a consequence. It was noticed at the moment of insertion of the implant (tsv4b11). No other implant was placed. Tooth location 10.